Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (at an unknown concentration at 872 mcg/day) via an implantable infusion pump. It was reported that the patient had necrotic tissue around the incision site of the pump and some of the pump was exposed. There were not any environmental/external/patient factors that may have led or contributed to the issue. There was no report of diagnostics/troubleshooting performed. It was reported that the pump would be removed on (B)(6) 2018 due to the infection; it was unknown if there were any plans to replace the pump. The issue is not resolved at the time of this report. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the device would not be replaced until the infection was cleared. It was reported that the device would not be returned for analysis. No further information has been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the cause of the infection was undetermined. No further information has been reported as a result of this event.